Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon exploded during a totally extraperitoneal hernia repair. The patient is currently stable. Additional information has been requested but yet received.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one spacemaker preperitoneal dist balloon opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon initial inspection, a cut was observed to penetrate the balloon. Due to the observed damage, the dissector balloon would not inflate properly. All other components were in proper working condition. Visual and functional testing of the returned sample confirmed the product did not meet quality specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
Nothing fell into the patient cavity. There was no tissue loss or damage. There was no blood loss of 500cc or more.